Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID b3301533 serial# (B)(6) implanted: (B)(6) 2023 product type lead product ID 977c265 serial# (B)(6) implanted: (B)(6) 2023 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
User facility report #mw5161494. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Clinical study name: subgaleal cortical recordings in patients with parkinson's disease undergoing deep brain stimulation therapy section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while traveling, the patient experienced an episode of loss of awareness, loss of postural stability, and incontinence. The patient was taken to a local medical center, where a CT showed no cause for this. A neurologist made a tentative diagnosis of seizures and started the patient on keppra. When the study principal investigator (pi) spoke to the patient on 2024-oct-01, the patient was "almost" back to normal, with a bit of "brain fog" but was alert and oriented. MRI revealed at the entry point of the right brain lead there was an area of gliosis that was greater than usual and greater than the left side. Reviewing the operative report, there was no sign of trauma or venous infarction intraoperatively; each side was implanted with a single mer pass and one guide tube placement. Thus, it was not clear why the right side had a greater gliotic reaction. Given this, the study pi determined it was reasonable to treat this episode as a seizure. The patient should continue to take keppra, and see an epileptologist when they return home. The seizure will be managed by an epilepsy expert. The adverse event was indicated as possibly related to the dbs surgery but unlikely related to the placement of the subgaleal leads.